Event description:
Contacted regarding elevated troponin (accu tni) results from two (2) different pts that were generated by the access 2 instrument. The elevated accu tni result was 0.54ng/ml from pt a and 1.08ng/ml from pt b. The results for pt a and b were reported out of the lab. The physician questioned the accu tni results (a and b) and requested to repeat both samples. The customer repeated pt a and b original samples for accu tni. The repeated accu tni result was 0.07ng/ml for pt a and 0.06ng/ml for pt b. Corrected reprots were issued for pt a and b. The customer indicated that both pts were admitted to the hospital prior to the erroneous results being reported. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.